Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pecto seal procedure, when the camera or grasper inserting in trocar, the seal was too tight. Instruments are very hard to insert. When instruments are retracted it was too tight and pull out the visa port through the incision on multiple occasions. Another trocar was used to complete the case. There was no patient injury.